Event description:
Two trufill pushable coils (633350x/15722829) got stuck during insertion into the turbo tracker (stryker, type unknown) microcatheter during coil embolization to stop the hemorrhage at the patient¿s gastroduodenal artery that was moderately tortuous, but not calcified. No further details of the accompanying devices are available. It was reported that during the insertion both the complaint coils were stuck at the middle of the microcatheter. The procedure was successfully completed without further issue or delay. There was also no patient injury/complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection. Also no damages were reported on the accompanying devices after the event. There was no stretching or unintended detachment of the coils observed in the vessel or in the microcatheter. The complaint products are not available for evaluation. No further information is available.

Manufacturer narrative:
The lot number is known as provided initially and a DHR review was performed.review of DHR for lot 15722829 found no anomalies in the manufacturing or inspection process that were related to the complaint.based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.